Event description:
Red status led and beep. No patient involvement.

Manufacturer narrative:
Upon receipt, the +ve terminal pogo pin felt less firm than the other pins and did not present a significant resistance when pressed. Disassembly of the pin revealed its spring had partially collapsed, leading to reduced spring length. Although a low battery fail was not replicated during the investigation, measurements taken during the investigation confirmed the failure of the pogo pin.

Event description:
Red status led and beep. No patient involvement.